Event description:
The customer complained of questionable intact human chorionic gonadotropin + the ss-subunit (hcgss) on one patient sample. This laboratory usually measures hcg+ss in duplicate. The initial hcg+ss result, from the primary tube, was 10.41 iu/l, accompanied by a data flag. The repeat result, from the primary tube, was 19.17 iu/l, accompanied by a data flag. Due to the variation between the two measurements, the customer repeated the test a third time, from the primary tube, and obtained 1052 iu/l, accompanied by a data flag. They measured the hcg+ss a fourth time, from a sample cup, with a result of 1045 iu/l, accompanied by a data flag. The 1045 iu/l result was reported to the physician. The hcg+ss reagent lot number was 167584; the expiration date was not provided. It is unknown if there were any adverse events. A review of the calibration signals and quality control results determined that no reagent issues were evident.

Manufacturer narrative:
The field service representative detected a bead mixer mis-adjustment, causing bubbles in the bead bottle at low volumes.

Manufacturer narrative:
The event occurred in (B)(6).